Event description:
The cordis clinical research registry in another country brought this event to our attention, reporting that a pt experienced a non q-wave myocardial infarction the following day after receiving a cypher stent in the distal left circumflex coronary artery. It was undetermined whether the myocardial infarction was target vessel related. The events were determined as unrelated to the cypher stent and unrelated to the procedure.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted within thirty days upon receipt.